Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was discharged and would not communicate with the remote control (rc) or the clinician's programmer (cp). It was indicated that the patient had a couple of medical procedures where electrocautery was used. The patient will undergo an ipg revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient's ipg was discharged and would not communicate with the remote control (rc) or the clinician's programmer (cp). It was indicated that the patient had a couple of medical procedures where electrocautery was used. The patient will undergo an ipg revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).